Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (degeneration of tissue, previously torn leaflet) contributed to the reported mitral regurgitation and tissue damage. The reported patient effects of worsening mitral regurgitation and mitral valve tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip is being filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the tissue damage, worsening mr, and surgical treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr mitraclip was implanted in a central location however the mr was not sufficiently reduced. A second clip delivery system (cds) was advanced and placed lateral to the first clip however upon grasping, the mr was worse than before, suggesting a possible leaflet tear. The cds was removed without implanting the clip. A third device was advanced and placed to try and grab as much tissue as possible however the mr was unable to be reduced. The clip was deployed however worsened the leaflet damage. The procedure completed with the mr increased to 4+. The patient was sent to surgery for mitral valve replacement. There was a clinically significant delay in the procedure. No additional information was provided.